Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 20 unopened pouches. Analysis and results: there are no previous complaints of this code batch of which we manufactured (B)(4) units. There are (B)(4) units in the warehouse. Received 20 closed pouches. All of them have the same color of the first pack packaging. The color of the pack is the usual and current one for this product. Please note that the first pack supplier has recently been changed and the current packaging is darker than the previous one. Nevertheless, the performance or product characteristics are not affected. Three out of the 20 pouches received have marks of leakage in the pack as can be seen in the enclosed pictures. The stains are caused by the leakage of the pack or next to pack that stains the second pack. Please note that this product must be stored below 25ºc in order to avoid leakage issues, as indicated in the product labeling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the results of samples received do not fulfill the OEM specifications, it is concluded that the complaint is confirmed by evidence of the samples received. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: malaysia. Pouch leakage (stain on packaging).